Manufacturer narrative:
The device history records for the sam 500p device and both pad-paks (a2322 not returned and a2564 returned) were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2015. During the investigation, the device was found to be giving incorrect child patient prompts with an adult pad-pak installed, this would confirm the reported fault. The measurements taken would indicate a failure of the reed switch (sw1). The reed switch was replaced, and the device power cycled multiple times with both an adult pad-pak and paediatric-pak. The device gave adult voice prompts with the adult pad-pak installed and child voice prompts with the pedi-pak installed. As detailed in the report the device could deliver therapy, however, the shock energy may have been reduced for patients of a higher impedance due to the device powering up in paediatric mode. In addition, the ability of the device to detect patient impedance <74 would have been compromised. Information from the technical log showed that a ¿child patient¿ prompt was issued on the (B)(6) 2020. This was 7 days prior to the date of complaint on the (B)(6) 2020, which would suggest the user had become aware of the fault at this time. However, the user accessible memory was cleared prior to the (B)(6) 2020, therefore the first occurrence of a ¿child patient¿ patient prompt could not be determined. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
The a/m AED prompted child pad when the adult cartridge is inserted. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The a/m AED prompted child pad when the adult cartridge is inserted. There was no patient involved in this event.